Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had slow login after putting in user login credentials. A technical support specialist had connected to the station and had set the network interface card (nic) speed setting from fixed 10/100 to auto, and local information technology (it) had corrected the domain name system (dns) configuration on the segment. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced a delay of 20¿30 seconds before being logged into the station after entering their login credentials. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.